Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) due to concerns of this right ventricular (rv) lead exhibiting increase in shock impedances. The hcp noted that previous rv lead vectors showed the rv lead impedances to be greater than 125 ohms which is considered to be high out of range. Ts discussed possible causes of the high out of range shock impedance measurements and provided programming recommendations to the hcp. At this time, the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.